Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had suction channel clogged with seeds. The issue was found during sedation of colonoscopy procedure. It was completed with an olympus back-up device. There were no reports of patient harm.